Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. The field service engineer (fse) replaced the drawer control board and, with support from the technical support specialist (tss), configured the drawers. The tss cycled the drawers to verify proper operation. The customer confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.